Event description:
The customer passed away due to complications with diabetes. Customer had a hypoglycemic reaction during the night and lapsed into a coma in which they never recovered. The cause of the low blood sugars is unknown. The doctor believes the customer was wearing the pump at the time of death.